Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 12/14/2022, it was reported by a sales representative via email that an ar-3652tsp fibertak had an issue. This occurred on (B)(6) 2022 during a rcr procedure with no patient effect reported. Additional information received on 12/14/2022: ar-3652tsp fibertak anchor pulled out after insertion. The anchor was retrieved from patient and the case was completed using a 2324bct-2 biocomposite swivelock.